Event description:
It was reported that prior to surgery, the pt required an intra-aortic balloon (iab) insertion. The md inserted the sheath via the left femoral artery. After prepping the iab, the clinician gave the iab to the md to insert. While inserting the iab through the sheath, the iab membrane folded over itself and could not be advanced forward or backwards. The sheath with the iab was removed as one unit. The md inserted another sheath via the right femoral artery and a second iab was inserted with success. There were no reported pt complications.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.